Event description:
It was reported by service report that the cot did not lock properly in the raised position due to damaged torsion springs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Torsion springs.